Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm the needle was too long. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: customer has still expressed the assumption that possibly the mandrel is too long.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm the needle was too long. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: customer has still expressed the assumption that possibly the mandrel is too long.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.